Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # 721078.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.00/+3.0/108 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The lens was reported as excessive vaulting, elevated intraocular pressure (iop) and halos. The lens remained implanted. The cause of the event was other - icl lens length calculation error.

Manufacturer narrative:
Additional information: b5: lens was exchanged on (B)(6) 2021 with a different model, similar power, shorter length lens which resolved the issue. Reportedly, doctor and patient happy with the final result. The reporter marked the cause of the event as patient-related factor. Claim# (B)(4).